Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 2.1 drawer failed. The user stated that they were able to open it through the storage space configuration, but recovery was not an option. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device auxiliary drawer 2.1 failed and unable to be recovered. The field service engineer (fse) dialed into the station remotely and worked with the customer on the auxiliary failed drawer 2.1. The fse found that the station showed drawer 2.1 as failed and the recover option was unavailable. The fse guided the customer to use the keys to open the back panel and press the red release button, sending a failure message to the station. The engineer confirmed that the customer was then able to log in and that the option to recover was available, resolving the issue. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.